Event description:
It was reported following a percutaneous coronary intervention, an angio-seal sts was deployed in 2003. The physician noted a walnut sized induration at the groin site at the time the patient was discharged. 13 days later, during an office visit, the physician noted there was blood oozing from the access site and the skin remained open about 1/2 cm. Reportedly there were no signs of infection, however, the induration was still present and tender upon palpation. The patient was admitted to the hospital for observation and management of the site. An ultrasound had been ordered for the patient, results unknown. The patient was discharged the following day. Attempts to obtain the name of the deploying physician were unsuccessful, therefore, company was unable to verify certification status for use of the angio-seal device. Caregivers at the hospital were provided additional information regarding the angio-seal device.